Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: item # us157850, m2a-magnum pf cup, lot # 231590; item # x12-171310, integral/x por red prox, lot # 378110; item # 139256, m2a-magnum 42-50 tpr insrt, lot # 657420. Multiple reports have been submitted for this event. Please see associated report: 0001825034-2018-10575.

Event description:
It was reported patient was revised approximately 7 years post implantation due to unknown reasons. The cup and head were revised. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. Primary op notes were reviewed and no complications were noted. Revision op notes were reviewed and identified patient was revised due failed mom construct. Upon entry, a large capsule of serous fluid was noted consistent with pseudotumor. Stem is in stable condition. Additional information does not change the root cause of the investigation. A root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to groin pain approximately 7 years post implantation. During the revision, a capsule of fluid, consistent with a pseudotumor was noted. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Further assessment of the revision op notes identified that the stem was seemed undersized and in varus position but well fixed. Additional information does not change the root cause of the investigation. A root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.